Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: due to the age of the device, it is likely that the event was caused by deterioration associated with long term use or, since the device evaluation confirmed a faulty fan, non-olympus bulb installed and missing screw and washer for the heat sink, the lamp went off due to an increase in temperature inside the product, resulting in the e102 error.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported fan ventilation problem was confirmed and the cause assigned to a faulty fan. In addition, the unit was missing a screw and washer to the hear sink.

Event description:
A user facility reported that their device generated an "e102" lamp error when using the olympus clv-190. In addition, the user facility reported another error message but the reporter was unable to recall the specific message, but that it was about the fan ventilation. The problem, as reported by the user facility, occurred during exams. No patient injury or harm occurred. The intended procedure was completed with no delay using the same device.